Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported event. The se solved the issue by running calibrations and testing. The device was then placed back in service at the user facility.

Event description:
It was reported that during patient use, a ventilator was not working properly and displayed an error message. The patient was then transferred to an alternate device. There was no report of patient harm as a result of this event.